Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 89-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. An occlusion was noted to the left leg and pedal pulse was not present. A fem-fem bypass was performed with good results. Hematuria was noted along with bleeding around insertion site, so the site dressing was changed. It was also noted that when ic crossed the valve, the patient went into complete heart block. Therefore, a temporary pacer was placed. The patient's family decided to withdraw care and the patient later expired.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08100 was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.